Manufacturer narrative:
(B)(4). The symptoms reported in this case, including the uti, are assessed by medical safety as being related to the patient's underlying urinary dysfunction diagnosis and not related to the interstim device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had a loss of therapy. She went to the doctor in (B)(6) who put in three new programs. One helped with frequency but the patient was still leaking heavily and the patient wanted to see if something else could be done. She had been uncomfortable since prior to (B)(6). The patient reported that last thursday she had a renal nuclear scan, but this was not alleged to have affected the device. There were also no falls or trauma related to the issue. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the loss of therapeutic effect had not been resolved. The patient stated, they had uti at least once a month and sometimes twice a month since implant had not resolved. The frequency had resolved somewhat, retention was between 4 oz. And 6 oz. Four times a day and leaking was crazy, sometimes good, sometimes bad. It still has to be tweaked a little and patient was hoping it could be resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the urinary tract infection and retention was not related to device/therapy. The patient has base line issue. Urge frequency have improved, but still with leakage retention issue that "predate".

Event description:
It was later reported health care provider was notified of patient's reported symptoms. The steps taken were indicated that three additional programs were put on and patient was doing a little better.

Manufacturer narrative:
(B)(4). The symptoms reported in this case, including the uti are assessed as being related to the patients underlying urinary dysfunction diagnosis and not related to the interstim device or therapy.

Event description:
It was reported later that patient did not seem to be having that much luck with the therapy. The patient has tried all 4 programs and was not happy with the therapeutic effect. The patient reported she has frequency, retention, and leakage and she was wondering if the neurostimulator device was supposed to treat. The patient reported she had good therapeutic effect initially but now her leakage was getting worse and frequency was back as well. The patient was only getting up once a night, but lately the leakage was really bad and getting worse. The patient also reported she has gotten uti's once or twice a month since implant however has not had any since (B)(6). The patient stated they have her on supplements to get her healthier to avoid the uti's and she was also taking the antibiotics keflex and cipro. The patient stated they weren't "true uti's" because her bladder was non-compliant. The patient was not getting symptom control of greater than 50%.the patient reported that the health care provider wanted the her to stay on program 2 and said there was nothing else to be done but the patient saw another doctor for a second opinion who recommended that she go back to 1 since she had only tried that briefly before and this doctor also told her about additional programs available. The patient also reported history of cervical cancer 30 years ago and had radiation damaged her bladder.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0te43, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer that stimulation was working for the patient&#62688;frequency, but had never addressed their leakage, pain, and frequency in catheterizing. The patient had tried programs 1, 2, and 3 and their frequency was well controlled on all of those programs. The patient changed to program 4 and increased to 1.2v where stimulation was comfortable. The patient would have an appointment next thursday. The consumer further reported that the patient was diagnosed with a urinary tract infection (uti) on (B)(6) 2015. The patient was taking oral medication for the infection. The patient experienced a loss or change of therapy and had heavy leaking starting on (B)(6) 2015. This was considered a sudden change in therapy. The patient spoke to the manufacturer representative today and they recommended increasing stimulation to try to resolve the leaking. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.